Event description:
(B)(4). "Event description: there was a power outage, and thirty minutes later, there was another power outage with the pt monitors. The pt's oscillator and crrt (continuous renal replacement therapy) machine got turned off. During the initial outage, the crrt machine went down and the circuit clotted, and during the second outage, the oscillator took time to restart, which led to the pt's oxygen desaturation. The pt needed to be disconnected for the circuit and bagged. There were major avoidable pt morbidities in a critically ill pt that occurred primarily due to the scheduled generator check. This system of checking the generator by turning off critical support to the pt needs to be addressed and changed before a mortality occurs due to the process." "Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working)."

Manufacturer narrative:
(B)(4) - (the 3100b high frequency oscillatory ventilator turned off because of the power outage). Based on the info provided by the user facility medwatch report, the 3100b high frequency oscillatory ventilator turned off because of the user facility scheduled generator check. The 3100b high frequency oscillatory ventilator does not have a battery back up system.